Manufacturer narrative:
This device is used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
It was reported that, on an unknown date, the tip broke off of the depth gauge for small screws. This device did not malfunction during surgery. No patient involvement was reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The item was not received. The customer reported the device has a broken ball bearing. No service history review can be performed as this is a lot controlled item.